Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was cutting a haybale open with a razorblade (utility knife) and they put the blade back in their pocket, where the ins site was located. The patient stated they felt like the ins site was on fire, burning them, and shocking. The patient stated when they removed the blade from their pocket, the sensation went away. The patient stated that they wondered if certain metal things affect the stimulator. The patient reported when they were at the post-operative appointment, the nurse used the scissors to trim the tape around the incision and it ¿felt strange¿. The patient was redirected to their healthcare provider regarding their symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient saw her doctor to get the device checked after the shocking incident. The nurse practitioner at hcp office checked the device and it seemed fine and the shocking/burning was resolved. No further complications were reported.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the step taken to resolve the shocking and burning at the implant site was that they patient immediately removed the razor knife from their pack pants pocket, and they couldn¿t get it out fast enough. When asked if it was resolved, the patient stated they still had a soreness at the implant site. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.